Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. Despite good faith attempts the user culture results were not shared. The lm reviewed the customer provided the cds processes where information to judge deviation from the instructions for use (IFU) was not identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: feb. 6, 2024 sampling from: distal end cfu: n.d. (Not done) bacterial identification: n/a sampling from: biopsy/suction channel cfu: 0 cfu bacterial identification: n/a sampling from: air/water cylinder cfu: 0 cfu bacterial identification: n/a sampling from: auxiliary water channel cfu: 0 cfu bacterial identification: n/a a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing and results are still pending. The device evaluation found a white foreign material resembling powder inside the air/water tube and air/water cylinder. In addition to the reportable malfunction, the following were noted: due to a crack on the distal end, water tightness was lost; due to burn on the plastic distal end cover, the insulation resistance value at the distal end did not meet the standard value; due to a scratch on objective lens, the image had partially dark area; due to damage on the charged coupled device unit, the image had white dots; the light guide lens had a crack and a chip; the connecting tube had a cut; the universal cord had a wrinkle; the flexibility adjustment ring had a scratch; the grip had a scratch; the right/left and upward downward knobs had a scratch; the switch box had a scratch; the objective lens had a scratch. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during routine microbiological testing, the evis exera iii colonovideoscope tested positive for an unexpected contamination and had a defective lens. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.